Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, the stent failed to deploy. The lesion was located in the common bile duct (cbd). The rx wallstent permalume 10mm x 80mm stent delivery system (sds) was advanced to the lesion. The physician retracted the delivery catheter, however, the stent "did not come off the catheter. The device was removed and a different device was used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "fine".